Event description:
This lead was capped due to lead failure. Safety switch to unipolar. Thresholds more than doubled. Lead has tripped unipolar since 2020 with impedance about 390. Bipolar impedances were out of range greater than 2500. X-ray shows kink in lead with possible insulation break near svc. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.